Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an alert 42 during meal announcement, which stopped insulin delivery. Restarting the ilet cleared the alert, but subsequent meal announcements again did not deliver insulin. A replacement ilet was arranged. No blood glucose impact or patient symptoms were reported, and no medical intervention was required.